Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and catheter did not have any visual defects and was in a good condition. Functional evaluation was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to three pinholes located at the distal section of the shoulder of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the manner in which the device was handled and manipulated, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon was leaking. Reportedly, the balloon was removed and noted to have a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.